Manufacturer narrative:
(B)(4). D10 - concomittant devices - persona cruciate retaining cemented standard femoral. Component left size 9 catalog#: 42502606601; lot#: 63098385, persona cruciate retaining. Articular surface left 10mm catalog #: 42512000510 lot #: 63522435, palacos r+g (1x40) bone cement catalog#: 66022663, lot#: 84274630. G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00191 0001822565-2023-01913 h3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately six (6) years post-operatively to address pain and mild tibial implant loosening. During the revision, however, the implants were noted to be well-fixed, and the surgeon struggled to remove them. All components were removed and replaced. Attempts have been made; however, no additional information is available.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately six (6) years post-operatively to address pain and mild tibial and femoral implant loosening. During the revision, however, the implants were noted to be well-fixed, and the surgeon struggled to remove them. All components were removed and replaced. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Review of x-rays did not identify any abnormalities or signs of loosening, however, review of a bone scan confirmed mild loosening of the tibial and femoral components. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.